Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a dutch patient had a skin irritation. The patient reported that he had bruising on his back under the therapy electrodes. The patient's physician prescribed the patient a salve to use on the irritation. Follow-up indicated that the irritation had healed.